Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the endoscopes would be soaked in bleach and water for an unspecified period of time and rinsed afterward. The endoscopes would be forwarded on for leakage testing on a weekly basis. It was unk whether the user facility was using an automated endoscope reprocessor but the user facility reported that they do not use any high-level disinfectant. The user facility reported that they are in the process of establishing a completely different process and declined an in-service offer. No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that the user facility was reprocessing the enf series endoscopes with channels with bleach and water. There was no report of pt infection and cross contamination.